Event description:
Reportedly, when an attempt was made to analyze the pt ECG the device repeatedly prompted connect electrodes. An als crew arrived on scene and continued pt treatment with a manual defibrillator. The pt was not resuscitated. The rptr stated that pt outcome was not the result of the alleged malfunction, due to a lack of pt viability.